Event description:
The manufacturer received information alleging a patient with a dreamstation auto bipap device has passed away. There was no allegation that the device contributed to the death. The patient's sister called in to report the death. No further details were provided. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found a scratched lcd screen. There was no evidence of foam degradation or particles. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
H3 other text : device evaluated at third party service center.